Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The representative reported that there was gap between the piston and reservoir. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 247 mg/dl at the time of call. The representative that they tried changing the infusion set and reservoir. The representative stated that the reservoir was completely empty and there was insulin and condensation in the insulin pump. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.